Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation') and protein s deficiency ('protein s deficiency') in a 28-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included pregnancy (child's date of birth : (B)(6) 2007), multigravida, parity 2 and frequency urinary. Previously administered products included for birth control: ortho-novum. Concurrent conditions included overweight, degenerative joint disease, sciatica, seborrheic keratosis, nasal septal operation, overactive bladder, vaginal itching, tonsillar disorder, pharyngitis, personality disorder, palpitations, bowel incontinence, photophobia, trouble falling asleep, hallucinations, appetite lost, amenorrhea, numbness and paraesthesia ear. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), celecoxib (celexa), diazepam, diazepam (valium), escitalopram oxalate (lexapro), ibuprofen, ibuprofen (motrin), iron, levothyroxine, macrogol 3350 (miralax), naproxen (naprosyn), paracetamol (tylenol), piroxicam (paxil), promethazine, salbutamol (albuterol) and sumatriptan succinate (imitrex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), back pain ("severe lower back pain"), tooth loss ("tooth loss"), migraine ("migraines"), headache ("headaches/head pain"), vaginal infection ("chronic vaginal infections/vaginitis"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia"), dysuria ("bladder problems:dysuria"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("increased urinary incontinence"), nausea ("nausea"), attention deficit/hyperactivity disorder ("attention deficit/hyperactivity disorder,(adhd)"), affective disorder ("unspecified mood disorder"), fatigue ("fatigue"), bacterial vulvovaginitis ("bacterial vaginitis") and vulvovaginitis ("vulvovaginitis") and was found to have weight increased ("weight gain"), 18 days after insertion of essure. On (B)(6) 2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2014, the patient experienced hypothyroidism ("hypothyroidism/hypo-active thyroid disorder/hypothyroid"). In (B)(6) 2015, the patient experienced protein s deficiency (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain"), arthralgia ("severe hip pain/hips pain"), dental caries ("tooth decay: dental problems"), dysgeusia ("metallic taste in mouth"), adenomyosis ("uterine endometriosis"), fungal infection ("chronic yeast infections"), depression ("depression"), anxiety ("worsening of her anxiety"), weight fluctuation ("weight fluctuations"), bacterial infection ("bacterial infections"), rash ("rashes or skin conditions type: rash"), skin disorder ("skin and nail changes"), nail disorder ("skin and nail changes"), insomnia ("insomnia"), libido decreased ("decreased libido"), hot flush ("hot flashes"), alopecia ("thining of hair"), hyperprolactinaemia ("hyperprolactinemia"), temperature intolerance ("heat intolerance"), menopause ("menopause"), pain in jaw ("jaw pain"), eye pain ("eye pain"), adnexa uteri pain ("ovaries pain"), toothache ("teeth pain") and cystitis ("bladder infection"), was found to have cardiac murmur ("possible heart mumur") and underwent pituitary gland operation ("pituitary gland stalk deviation"). The patient was treated with alprazolam (xanax) and surgery (ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, protein s deficiency, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, dental caries, tooth loss, adenomyosis, headache, vaginal infection, vaginal discharge, weight fluctuation, dysuria, hypothyroidism, vaginal haemorrhage, urinary incontinence, nausea, rash, skin disorder, nail disorder, attention deficit/hyperactivity disorder, affective disorder, insomnia, fatigue, weight increased, libido decreased, hot flush, alopecia, cardiac murmur, dysfunctional uterine bleeding, bacterial vulvovaginitis, vulvovaginitis, hyperprolactinaemia, temperature intolerance, menopause, pain in jaw, eye pain, adnexa uteri pain, toothache and pituitary gland operation outcome was unknown and the dysgeusia, migraine, fungal infection, dyspareunia, depression, anxiety, premenstrual dysphoric disorder, bacterial infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri pain, affective disorder, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bacterial infection, bacterial vulvovaginitis, cardiac murmur, cystitis, dental caries, depression, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, eye pain, fatigue, fungal infection, headache, hot flush, hyperprolactinaemia, hypothyroidism, insomnia, libido decreased, menopause, menorrhagia, migraine, nail disorder, nausea, pain in jaw, pelvic pain, pituitary gland operation, premenstrual dysphoric disorder, protein s deficiency, rash, skin disorder, temperature intolerance, tooth loss, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in summer of 2016, patient met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Post-operatively, patient required several blood transfusions due to the tremendous amount of blood lost following her surgery. Even more, in (B)(6) 2016, patient had to have surgery to repair the dehiscence of her vaginal cuff. Since her removal surgery, patient's symptoms had gradually subsided, but others remain, and she continues to seek treatment from her healthcare providers. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs & mr received. Lot number was added.new event abnormal bleeding (vaginal), increased urinary incontinence, nausea, bacterial infections, rash, skin and nail changes, adhd, unspecified mood disorder, insomnia, fatigue, weight gain, libido, thining of hair, possible heart mumur, dysfunctional uterine bleeding, bacterial vaginitis, vulvovaginitis, hyperprolactinemia, libido decreased, heat intolerance, menopause, jaw pain, eye pain, ovaries pain, teeth pain, bladder infection, plaintiff didn¿t undergo essure confirmation tests,pituitary gland stalk deviation was added. Updated outcome of event migraines, metallic taste in mouth, yeast infections, bacterial infections, bladder infection, premenstrual dysphoric disorder, depression, anxiety, dyspareunia from unknown to recovered / resolved. Treatment drugs, historical drugs, concomitant condition, concomitant drug, reporter, patient demographics was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation') and protein s deficiency ('protein s deficiency') in a 28-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included pregnancy (child's date of birth : (B)(6) 2007), multigravida, parity 2 and frequency urinary. Previously administered products included for birth control: ortho-novum. Concurrent conditions included overweight, degenerative joint disease, sciatica, seborrheic keratosis, nasal septal operation, overactive bladder, vaginal itching, tonsillar disorder, pharyngitis, personality disorder, palpitations, bowel incontinence, photophobia, trouble falling asleep, hallucinations, appetite lost, amenorrhea, numbness and paraesthesia ear. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), celecoxib (celexa), diazepam, diazepam (valium), escitalopram oxalate (lexapro), ibuprofen, ibuprofen (motrin), iron, levothyroxine, macrogol 3350 (miralax), naproxen (naprosyn), paracetamol (tylenol), piroxicam (paxil), promethazine, salbutamol (albuterol) and sumatriptan succinate (imitrex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), back pain ("severe lower back pain"), tooth loss ("tooth loss"), migraine ("migraines"), headache ("headaches/head pain"), vaginal infection ("chronic vaginal infections/vaginitis"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia"), dysuria ("bladder problems:dysuria"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("increased urinary incontinence"), nausea ("nausea"), attention deficit/hyperactivity disorder ("attention deficit/hyperactivity disorder,(adhd)"), affective disorder ("unspecified mood disorder"), fatigue ("fatigue"), bacterial vulvovaginitis ("bacterial vaginitis") and vulvovaginitis ("vulvovaginitis") and was found to have weight increased ("weight gain"), 18 days after insertion of essure. On (B)(6) 2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2014, the patient experienced hypothyroidism ("hypothyroidism/hypo-active thyroid disorder/hypothyroid"). In (B)(6) 2015, the patient experienced protein s deficiency (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain"), arthralgia ("severe hip pain/hips pain"), dental caries ("tooth decay: dental problems"), dysgeusia ("metallic taste in mouth"), adenomyosis ("uterine endometriosis"), fungal infection ("chronic yeast infections"), depression ("depression"), anxiety ("worsening of her anxiety"), weight fluctuation ("weight fluctuations"), bacterial infection ("bacterial infections"), rash ("rashes or skin conditions type: rash"), skin disorder ("skin and nail changes"), nail disorder ("skin and nail changes"), insomnia ("insomnia"), libido decreased ("decreased libido"), hot flush ("hot flashes"), alopecia ("thining of hair"), hyperprolactinaemia ("hyperprolactinemia"), temperature intolerance ("heat intolerance"), menopause ("menopause"), pain in jaw ("jaw pain"), eye pain ("eye pain"), adnexa uteri pain ("ovaries pain"), toothache ("teeth pain") and cystitis ("bladder infection"), was found to have cardiac murmur ("possible heart mumur") and underwent pituitary gland operation ("pituitary gland stalk deviation"). The patient was treated with alprazolam (xanax) and surgery (ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, protein s deficiency, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, dental caries, tooth loss, adenomyosis, headache, vaginal infection, vaginal discharge, weight fluctuation, dysuria, hypothyroidism, vaginal haemorrhage, urinary incontinence, nausea, rash, skin disorder, nail disorder, attention deficit/hyperactivity disorder, affective disorder, insomnia, fatigue, weight increased, libido decreased, hot flush, alopecia, cardiac murmur, dysfunctional uterine bleeding, bacterial vulvovaginitis, vulvovaginitis, hyperprolactinaemia, temperature intolerance, menopause, pain in jaw, eye pain, adnexa uteri pain, toothache and pituitary gland operation outcome was unknown and the dysgeusia, migraine, fungal infection, dyspareunia, depression, anxiety, premenstrual dysphoric disorder, bacterial infection and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri pain, affective disorder, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bacterial infection, bacterial vulvovaginitis, cardiac murmur, cystitis, dental caries, depression, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, eye pain, fatigue, fungal infection, headache, hot flush, hyperprolactinaemia, hypothyroidism, insomnia, libido decreased, menopause, menorrhagia, migraine, nail disorder, nausea, pain in jaw, pelvic pain, pituitary gland operation, premenstrual dysphoric disorder, protein s deficiency, rash, skin disorder, temperature intolerance, tooth loss, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in summer of 2016, patient met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Post-operatively, patient required several blood transfusions due to the tremendous amount of blood lost following her surgery. Even more, in (B)(6) 2016, patient had to have surgery to repair the dehiscence of her vaginal cuff. Since her removal surgery, patient's symptoms had gradually subsided, but others remain, and she continues to seek treatment from her healthcare providers. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and protein s deficiency ("protein s deficiency") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). In 2015, the patient experienced hypothyroidism ("hypothyroidism"). In (B)(6) 2015, the patient experienced protein s deficiency (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), adenomyosis ("uterine endometriosis"), migraine ("migraines"), headache ("headaches"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("worsening of her anxiety"), weight fluctuation ("weight fluctuations") and bladder disorder ("bladder problems"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, protein s deficiency, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, menorrhagia, dental caries, tooth loss, dysgeusia, adenomyosis, migraine, headache, fungal infection, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, weight fluctuation, bladder disorder, premenstrual dysphoric disorder and hypothyroidism outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, premenstrual dysphoric disorder, protein s deficiency, tooth loss, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, patient met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Post-operatively, patient required several blood transfusions due to the tremendous amount of blood lost following her surgery. Even more, in (B)(6) 2016, patient had to have surgery to repair the dehiscence of her vaginal cuff. Since her removal surgery, patient's symptoms had gradually subsided, but others remain, and she continues to seek treatment from her healthcare providers. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.